Event description:
In 2002 the patient had cuffpatch implanted to repair a massive rotator cuff tear. Six days post-op the patient presented with drainage of serous fluid with a yellow tint. The patient returned to the or for I/d 11 days post-implant. The condition of the cuffpatch was described as no longer intact-reabsorbed or consumed by infection.